Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed a driveline disconnect alarm that resulted in a pump stop; however, a specific cause could not conclusively be determined through this evaluation. The submitted controller event log file contained data from (B)(6) 2020 at 15:33:08 to (B)(6) 2020 at 10:02:55. On (B)(6) 2020 at 08:38:05, the driveline was disconnected from the system controller. This event was accompanied by lvad off alarms. Approximately 1 second later, the pump stop controller fault became active. The device remained stopped for approximately 4 seconds. Of note, there were no external power alarms and backup battery faults which were reported under MFR # 2916596-2020-04763 and MFR # 2916596-2020-04789 respectively. Besides these pump stop events, the pump operated at or above the low speed limit of 5300 rpm for the remainder of the log file. The pump appeared to operate as expected. A specific cause for the driveline disconnect cannot be conclusively determined. Review of the submitted controller periodic log file contained data from (B)(6) 2020 at 5:41:41 to (B)(6) 2020 at 9:38:33. There were 3 captured events, where the calculated flow was below 2.5 lpm on both (B)(6) 2020 and (B)(6) 2020, resulting in 1 low flow alarm and 3 low flow faults. The pump operated at or above the low speed limit for the duration of the log file. The pump appeared to operate as expected. Per additional information from the vad coordinator, x-rays of the patient¿s driveline were taken and revealed no damage. The patient remains ongoing on heartmate 3 lvas, serial number mlp-004216. No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations for manufacturing or quality assurance specifications. The pump was shipped on 11jan2017. The hm3 lvas IFU and patient handbook explain that the pump will stop if the driveline is disconnected from the system controller. These documents also instruct the user to check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. Additionally, the heartmate 3 lvas IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and outlines all pump parameters. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. The heartmate 3 patient handbook states that in the event of a low flow hazard alarm, call the hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4).

Event description:
Related manufacturer report number: 2916596-2020-04763. Related manufacturer report number: 2916596-2020-04789. It was reported that the log file analysis captured a series of no external power events and low power hazards on (B)(6) 2020. In addition, the log captured backup battery fault events beginning at 8:15 am on (B)(6) 2020. These continued until the end of the event history at 10:02 am this morning ((B)(6) 2020). During this period the driveline was briefly disconnected (for approximately 1-2 seconds at 8:38 am). The pump was off for 4 seconds before ramping back up to the set speed.